Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported they are very upset as they are (B)(6) and having a hard time understanding how to use the patient programmer (pp). The following issues with related dates were then noted. On (B)(6) 2016, the patient feels stimulation/numbness in the toes instead of the pelvic area. (B)(6), blood in the dressing bandage from surgery which took place on (B)(6), a little leakage but symptoms are doing better. A follow up appointment with the healthcare provider (hcp) is scheduled for (B)(6). Additional information received from the patient on (B)(6) reported they are not feeling stimulation but every now and then they will feel stimulation in their legs. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that she went to the urologist/gynecologist and they increased the stimulation to 3.4 volts which resolved the lack of stimulation sensation, the stimulation/numbness in her toes, the slight leakage, and the blood from surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they do not know whether the implant is working or not. When they hold the patient programmer up to the implant, it comes on, but they do not know whether it is doing what it is supposed to or not. They wanted to know whether the patient programmer was supposed to tell them when to pee or after they have peed. They stated that nobody really told them what it is supposed to do. The patient programmer was reviewed with the patient. The patient reported that the day prior to the report, (B)(6) 2016, the night prior to the report, and on (B)(6) 2016 they were back to where they were before implant, and every time they stood up, they leaked. On the day of the report, therapy was working. It was recommended to keep the ins on the current settings and monitor symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.